Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer blood glucose level was 112 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump did not exposed to high magnetic field. Customer reports the drive support cap appears normal. Customer was able to complete insulin pump rewind. Customer states they performed displacement test and test results was stopped for a good moment, was still pressing buttons, interrupted and stopped moving for a while. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.